Manufacturer narrative:
Device passed displacement test and self test. No unexpected missing segments/partial display anomalies noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had missing segments on the insulin pump screen. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer stated the display returned to normal. Customer stated that there are squares and lines whenever they do the bolus and can't see what's on the insulin pump's screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.